Event description:
On (B)(6) 20118, a 19mm trifecta valve was implanted. Post-implant, two leaflets were noted to be distorted via echocardiogram and blood flow was obstructed due to the non-motion of the two leaflets. The valve was removed and replaced with a 19 mm regent valve. The cpb time was extended by 28 minutes and there was a significant delay in the procedure due to this event. The patient was reported to be unstable and died. The weight of the patient is unknown.

Manufacturer narrative:
An event of obstructed blood flow due to immobile leaflets and patient death was reported. The results of this investigation concluded stent posts 2 and 3 appeared to be bent inwards, and the stent base was triangular, which caused all three leaflets to take on new characteristics. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however it is consistent with damage to the stent incurred at implant, impeding the mobility of the leaflets and function of the valve.

Event description:
On (B)(6) 2018, a 19 mm trifecta valve was implanted in a patient to treat severe aortic valve stenosis. Post-implant, two leaflets were noted to be distorted via echocardiogram and blood flow was obstructed due to the non-motion of the two leaflets. The valve was removed and replaced with a 19 mm regent valve. The cpb time was extended by 28 minutes and there was a significant delay in the procedure due to this event. The patient was reported to be unstable and died on (B)(6) 2018. The cause of the death is unknown and is reported to not be related to the implanted 19 mm regent valve. Per report, the patient did not have any other comorbidities and no history of heart failure. The weight of the patient is unknown.